Manufacturer narrative:
Conclusion: the device instructions for use state "caution: do not place the exposed blade in contact with tissue that is not intended to be morcellated".

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2007. The surgeon was performing the morcellation and was near completion, when he attempted to grasp a portion of the uterus that had separated from the main body during the morcellation, and he inadvertently captured bowel in the tenaculum, which, once morcellated, created approximately a one centimeter incision before being identified. At this point, another surgeon was called in to do a small bowel resection and the patient was released from the hospital three days later. No malfunction of the device was reported.